Manufacturer narrative:
Investigation conclusion: aa review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info. Source: phone.

Event description:
Reports 2 false positive sars results confirmed by pcr. Unknown if patient was symptomatic. Report 2 of 2.